Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increased thresholds. It was also reported that the right ventricular (rv) lead had no capture. Both leads appeared to be pulled back. The ra lead was repositioned successfully and remains in use. The rv lead was unable to be moved. Reprogramming was performed, and the rv remains in use. No patient complications have been reported as a result of this event.